Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the mps2 console during a surgical procedure. The perfusionist reported that the console displayed error messages ("unable to maintain flowrate") and also zeroed the additive and arrest agent volumes. It was reported the issue occurred multiple times during and after delivery of the arrest agent. It was reported that the procedure was successfully completed without any delays. There were no patient complications reported as a result of the alleged event. The console is returning to the manufacturer for analysis.

Manufacturer narrative:
A service record review was completed for this console. No additional or similar complaints were found related to this alleged complaint condition. The console passed all functional and operation testing. The alleged complaint condition could not be duplicated. A review of the log data found the alleged error code along with rapid flow rate changes by the user (swinging between 50ml and 900 ml). It is plausible that those actions triggered the cascade of alarms with the console.